Event description:
Iflow homepump eclipse elastomeric pump 100 ml; 200ml/hr lot 0202197925 exp. 12/2017. This device and lot# was used for infusion of rocephin 2 grams over 30 minutes. The device only infused half over 2 hours and would not infuse the remaining. This happened on 14 pumps. We replaced with a new lot for patients without issue and pulled remaining of lot. We have the remaining of the lot and one of the devices with rocephin in hand.